Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine procedure generator explant due to end of life (eol) . During explant procedure, lead insulation breach was noted on the right ventricular (rv) lead. Physician decided to replace the rv lead. Physician capped and replaced the rv lead on (B)(6) 2021. The patient was in stable condition before, during, and after the procedure.